Event description:
A literature article by mahdi ouaf, et.al., ¿longstanding, undiagnosed, highly replicative hepatitis b virus reactivation in the presence of high levels of anti-hbs antibodies¿, laboratory medicine 56: 577-581. Advance access publication (4 may 2025) documented a false nonreactive alinity I hbsag qualitative ii for a 67-year-old female with a history of kidney transplant, pacemaker implantation, aortic valve replacement and type 2 diabetes on an immunosuppressive regimen of mycophenolic acid, cyclosporin, and prednisolone. The patient had a resolved hbv infection, with natural immunity at the time of kidney transplantation 31 years prior. In 2016, a liver ultrasound was normal, with mild hepatic cytolysis that was attributed to chronic simvastatin use. At admission in 2022, the patient had elevated liver enzyme results which led to a systematic screening of common viruses associated with chronic hepatitis. The patient sample was reactive for anti-hbc (7.21 s/co), positive for anti-hbs (97.6 iu/ml), and nonreactive for hbsag (0.95 s/co), with a detected hbv dna viral load (7.68 iu/ml). The hbv serology profile was confirmed on 2 blood samples drawn 3 and 7 days later with a low positive signal for hbsag (1.54 and 1.28 s/co, respectively). Additionally, the alinity I hbsag quant was reactive (0.54 iu/ml). There was no additional impact to patient management reported.

Manufacturer narrative:
The data and information provided in the article were reviewed and supported the complaint issue without indication of any additional issues. A review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations associated with the list number and the complaint issue. The performance of the alinity I hbsag qualitative ii reagent was reviewed using field data from customers worldwide. The median patient results for all reviewed lots are comparable and within established limits, confirming no systemic issue for the lots. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii reagent was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-21/-31, with PMA number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A literature article by mahdi ouaf, et.al., ¿longstanding, undiagnosed, highly replicative hepatitis b virus reactivation in the presence of high levels of anti-hbs antibodies¿, laboratory medicine 56: 577-581. Advance access publication (4 may 2025) documented a false nonreactive alinity I hbsag qualitative ii for a 67-year-old female with a history of kidney transplant, pacemaker implantation, aortic valve replacement and type 2 diabetes on an immunosuppressive regimen of mycophenolic acid, cyclosporin, and prednisolone. The patient had a resolved hbv infection, with natural immunity at the time of kidney transplantation 31 years prior. In 2016, a liver ultrasound was normal, with mild hepatic cytolysis that was attributed to chronic simvastatin use. At admission in 2022, the patient had elevated liver enzyme results which led to a systematic screening of common viruses associated with chronic hepatitis. The patient sample was reactive for anti-hbc (7.21 s/co), positive for anti-hbs (97.6 iu/ml), and nonreactive for hbsag (0.95 s/co), with a detected hbv dna viral load (7.68 iu/ml). The hbv serology profile was confirmed on 2 blood samples drawn 3 and 7 days later with a low positive signal for hbsag (1.54 and 1.28 s/co, respectively). Additionally, the alinity I hbsag quant was reactive (0.54 iu/ml). There was no additional impact to patient management reported.